Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimul ator (ins) for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was also reported that the patient had a medical history of crps (complex regional pain syndrome) and a lack of use of their right arm due to a work injury. It was reported that the patient felt a burning sensation over the lead site area radiating down to their thumb. They stated that they also had breakthrough pain of an 8 compared to their usual 5. They stated that their stimulation was also noting their hand as it was before. The patient claimed there were no factors that contributed to the issues. Impedances were checked and found to be good at their doctor¿s office visit. The rep indicated that they changed the patient¿s pulse width to get stimulation in their hand and fingers. The patient¿s doctor also changed their medication. It was unknown if the issue was resolved and the repindicated that they would follow-up with more information. The rep reported further details regarding the event indicated that the patient stated they were unsure of the date, but that it was sometime in dec. They stated that the stimulation was more comfortable and that they liked it better. They stated that they would contact the rep if they felt the burning sensation again and would reach out to the doctor if this occurred. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep did not lower the pulse width, they increased it. The patient was instructed to call the rep back if the burning sensation returned. The patient has not reached out to the rep again since reprogramming. No further information was reported.